Event description:
A complaint received stated that the stockert generator reset itself and also has high impedance and temperature readings. Add'l info provided mentioned that no error code or message appeared. The generator just shut down, then restarted and has high impedance and temperatures (+130 ohm and +60 degrees celsius). The generator temperature limit did not kick-in (temperature limit was set to 55 degree celsius, and temperature went up to 65 degrees). No pt injury was reported.

Manufacturer narrative:
(B)(4).